Manufacturer narrative:
The c501 module serial number was (B)(6). The field service engineer (fse) found the cause to be a failed na electrode. The na electrode was replaced and successful qc was performed. Calibration was last performed on 22-nov-2023 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas 6000 c (501) module. The initial result was 159 mmol/l. A new sample was obtained and the result was 138 mmol/l. Due to the difference in results, the initial sample was repeated on (B)(6) 2023 with a result of 139 mmol/l. This result was believed to be correct.